Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the sds. The first 3 proximal and first 3 distal rows received minor damages and the rest of the stent struts were pulled and stretched. A review of the manufacturing data for the stent profile was performed. The maximum crimped stent profile measurement at the time of manufacture was within specification. Stent detachment and stent damage mostly likely occurred due to handling during preparation following the removal of the stent protector; however the stent protector was not returned for analysis. The tip was visually and microscopically examined and no damage was noted. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were evident on the balloon wall verifying that the stent was crimped on the balloon before stent detachment. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system during handling of the device. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 28 synergy ii drug-eluting stent was selected to treat the lesion. However during preparation, the stent came off the balloon on the back table. The device was not used. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 28 synergy ii drug-eluting stent was selected to treat the lesion. However during preparation, the stent came off the balloon on the back table. The device was not used. No patient complications were reported.